Event description:
The customer called in for help with her meter. While troubleshooting, she performed 3 control tests and received a result of 212 mg/dl. The normal control range was 109-157 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.